Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned. Therefore, visual and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient intracranial hemorrhage' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of 'anticipated procedural complication' will be assigned to this event. The subject device is not available to the manufacturer.

Event description:
It was reported that during thrombectomy procedure at the basilar artery, first pass was performed with the subject retriever and second pass was performed with another company's stent retriever. The next day post procedure, computed tomography scan was performed and intracranial hemorrhage was noted inside the patient's anatomy. The medical treatment given to the patient is unknown. The physician confirmed that the subject retriever performed as intended during the procedure and the reason for the intracranial hemorrhage is unknown. No further information is available.

Event description:
It was reported that during thrombectomy procedure at the basilar artery, first pass was performed with the subject retriever and second pass was performed with another company's stent retriever. The next day post procedure, computed tomography scan was performed and intracranial hemorrhage was noted inside the patient's anatomy. The medical treatment given to the patient is unknown. The physician confirmed that the subject retriever performed as intended during the procedure and the reason for the intracranial hemorrhage is unknown. No further information is available.

Manufacturer narrative:
The subject device was not returned. Therefore, visual and functional analysis were not performed. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that the physician denied causal relationship with the subject retriever on reported intracranial hemorrhage(ich), as intracranial hemorrhage(ich) was caused by natural bleeding (hemorrhagic infarction) due to postoperative cerebellar infarction. The reported 'patient intracranial hemorrhage' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of 'anticipated procedural complication' will be assigned to this event.